Event description:
It was reported that the ilet user experienced overnight low blood glucose while sleeping, with a documented value of 51 mg/dl, and had been snacking before bed without consistently announcing snacks as meals when carbohydrate content warranted. Education was provided to announce snacks of 15 grams of carbohydrates or more as meals. Symptoms included hypoglycemia with a nadir of 51 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no device problem found, a usage problem identified related to missed meal announcement, and a user interface component was relevant to the context. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.